Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that the patient previously presented in clinic for follow up in 2015. Upon device interrogation, the right ventricular lead exhibited low impedance. The patient presented on (B)(6) 2019 for procedure and the lead was capped and replaced. The patient was stable throughout the procedure.